Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of the patient and an advanced evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that the patient and their partner mentioned infection. They stated the patient was in pain. Two days later, during a call, the patient could be heard saying "burning pain all around my private area, an infection." Later that same day, the patient's partner stated the patient was "now saying it (the stimulation) was like electricity in them. It was painful, unbearable." Two days later, during a call, the patient's partner stated, "sit down before you fall down." The patient was assisted with switching from program 4 to program 5. The patient said there was a little pain on the left side, so their partner lowered stimulation to 0.7 which was comfortable.